Event description:
It was reported, that no audio output occurred. It was indicated, that the patient was using an unsupported operating system, which is misuse of the device. During the night of (B)(6) 2023 to (B)(6) 2023 at 2:00 am, the patient experienced hypoglycemia and lost consciousness and went into a coma. The patient´s husband called an ambulance and the paramedics took a blood glucose reading which was 2.0 mmol/l. It was reported, that the cgm app did not give any alert. The alert was supposed to sound when the values reached 3.8 mmol/l. But the bg reading was 2.00 mmol/l, and there was no alarm nor alert. The ambulance took the patient to the hospital. At the hospital the patient was treated with glucagon. The patient was hospitalized from 2:00 am to 10:00 am. The patient recovered, but was still feeling traumatized. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.